Event description:
Caller reported blood glucose results of 458 mg/dl on mobile, 170 mg/dl on compact plus within 10 minutes. Reported a second, separate comparison of blood glucose results of 630 mg/dl on mobile, 90 mg/dl on compact plus within 10 minutes. No information for compact plus system was provided. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).